Event description:
I was trying to pull a dose from docetaxel 160mg/16ml multi-use vial with the tevadaptor. When pulling the drug with the syringe, all it did was suck air. The docetaxel vial started leaking out between the vial and the vial adaptor. This has happened previously with other adaptors (previously reported). The chemotherapy drug is not listed on product information as one that cannot to be used with this adaptor.